Manufacturer narrative:
The device location was not provided, the device will not be returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a starclose se device after a left gastric artery embolization procedure, with a 5fr sheath. The starclose se device successfully achieved hemostasis, but a focal vessel occlusion occurred in the common femoral artery. Anticoagulation was recommended, but due to patient condition, this was declined. Since there were still foot pulses, the decision was made just to monitor the patient. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.